Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed, which was standard for the implanting physician. During insertion of the delivery catheter system (dcs) through the right femoral artery, difficulty inserting and advancing the dcs occurred. Subsequently, a material protrusion was observed. It was noted that the minimum diameter of the vessel was 5 millimeter¿s (mm). The dcs was withdrawn from the patient over the guidewire. A new valve and dcs were prepared. While advancing the dcs through the right femoral artery, an iliac rupture was identified. Subsequently, surgical repair of the vessel was performed. Per the physician, the cause of the iliac rupture was due to the patients iliac disease.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-26}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed, which was standard for the implanting physician. During insertion of the delivery catheter system (dcs) through the right femoral artery, difficulty inserting and advancing the dcs occurred. Subsequently, a material protrusion was observed. It was noted that the minimum diameter of the vessel was 5 millimeter's (mm). The dcs was withdrawn from the patient over the guidewire. A new valve and dcs were prepared. While advancing the dcs through the right femoral artery, an iliac rupture was identified. Subsequently, surgical repair of the vessel was performed. Per the physician, the cause of the iliac rupture was due to the patients iliac disease. Additional information was received indicating that the valve implant procedure was completely aborted following repair of the vessel. According to the physician, the two evolut fx delivery systems did not contribute to the access site rupture.

Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.